Manufacturer narrative:
Investigation summary: the investigation has been completed. Peri-procedural adverse event (ventricular tachycardia): in order to make a cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the pump passed all post sterile inspection checks.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. It was reported that the patient was in the intensive care unit while on impella support and had ventricular tachycardia (vt). It was further reported that the patient expired because of overall bad situation. The patients death was not related to the impella. Additionally, it was noted that the patient had preexisting vt prior to impella use. There was no reported product malfunction with this reported event.

Manufacturer narrative:
Medical safety/clinical reviewed the event. An 84-year-old male with a history of coronary artery disease presented in cardiogenic shock (scai stage d) secondary to acute myocardial infarction. The patient was reported to have experienced ventricular tachycardia (vt) prior to impella implantation. In an effort to stabilize the patient, an impella cp was implanted for mechanical circulatory support. Following implantation, the patient appeared to stabilize and was transferred to the unit. During the subsequent course of support, the patient experienced additional episode of ventricular tachycardia. After approximately 36 hours of impella cp support, care was withdrawn. The patient expired. Given the limited information available, the post-implant ventricular tachycardia cannot be definitively dissociated from impella cp support, although vt was documented prior to device implantation. The impella cp will be reported as a death-type reportable event. However, the patient's underlying condition (acute myocardial infarction complicated by cardiogenic shock scai stage d and recurrent ventricular arrhythmias) appears to have contributed most to the demise outcome. Note: h6. Component code and investigation type/findings/conclusion coding remain unchanged as previously reported.